Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive alinity I total b-hcg result of 73.6 miu/ml was generated for a patient sample that retested negative at <2.3 miu/ml. Retesting generated consistent negative results. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 42504ud01 was identified.

Event description:
The customer stated that a false positive alinity I total b-hcg result of 73.6 miu/ml was generated for a patient sample that retested negative at <2.3 miu/ml. Retesting generated consistent negative results. No impact to patient management was reported.